Event description:
The complaint was reported as: the suture broke while being tied, not placed with the capio device. No reported patient consequence.

Manufacturer narrative:
Device sample is not available for investigation. DHR review- no issues or discrepancies were found which could potentially relate to this complaint. Ncmr (B)(4) was issued for the lot number in question, event though this ncmr product was 100% inspected and released free of defects. Functional test sheets were reviewed and there is no indication of functional failures. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due to lack of defective product it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due to lack of product sample to perform a proper investigation and determine a root cause.